Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.6 cm diameter abdominal aortic aneurysm approximately three weeks ago. The proximal aorta was 24 mm in diameter and 46 mm in length. The right iliac artery was 21 mm in diameter and the left iliac artery was 18 mm in diameter. The aortic neck was highly flexed/bent. It was reported that during the final angiogram a proximal type I endoleak and a type IV endoleak were discovered. For the type I endoleak an endurant (B)(4) cuff was placed to resolve the endoleak. The physician commented that the type I endoleak was likely due to the angulated neck. The leak type of the type IV leak was a blush that came from the main body, around the flow divider. The act value was 367. No intervention was performed and the decision was made to take a wait and see approach. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).